Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A family member of the patient reported an issue with the leads and therapy. It was reported that the leads were placed in the wrong location and the patient hasn't received coverage where he needed since implant. The family member stated that the stimulation was supposed to cover the patient's back and legs, but they were unsure of where the patient actually felt stimulation because the patient was unavailable. The patient had four reprogramming sessions with a manufacturing representative (rep) but the issue did not resolve. The family member believed that the patient had x-rays done. This event occurred on (B)(6) 2014, the day that the patient was implanted. The indication for use for the implanted device was noted as non-malignant pain. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that their device never worked. They restated the issues with the leads being too high and the programming sessions that didn't resolve the issue. The patient had a surgery on (B)(6)2017 where they moved the lead lower. One of the leads had to be completely removed and replaced because the doctor couldn't reposition the lead due to scar tissue. When they implanted the new lead the patient developed an infection and they had to perform an emergency surgery where the whole system was removed. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.